Event description:
Laser fiber broke at 37,000 joules and blackened glove of surgeon when fiber broke during bladder neck contracture repair. Event did not reach patient. Laser fiber "tossed" at time of event and replaced by representative.